Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies. No issues were observed with the cartridge and infusion set. Customer's blood glucose (bg) was 342 mg/dl. Customer went to the emergency room (ER) for elevated bg and chest pains. Customer did not know if chest pain was related to elevated bg. Different types of chest scans were performed. After 7 hours, customer was discharged from the ER; chest pain cleared and bg was normal. There was no permanent injury. Tandem technical support reviewed pump function at time of report and pump was functioning as expected. Customer reverted to using an alternate method of insulin therapy.